Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that condensation had formed on the expiratory limb of an rt380 dual heated evaqua2 breathing circuit. It was reported that this occurred after the application of inhalation with antifungals. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4) as it was not made available by the hospital. Our analysis is based on the event description, other related complaints and our knowledge of our products. Results: the hospital reported that condensation was found on the expiratory limb of the rt380 breathing circuit "after application of inhalation with tough and oily substances (antifungals)". A lot check could not be performed as no lot number was provided. Conclusion: the hospital did not respond to all of our questions and the additional information we received was not sufficient to confirm the reported condensation. Without the complaint device or sufficient information from the hospital, we are unable to determine the root cause of the reported condensation in the expiratory limb of the subject rt380 adult breathing circuit. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The hospital reported that the patient was nebulized with an antifungal drug. Since no other information was provided or obtainable regarding drug used, we cannot conclude definitively if it has caused or contributed to the reported condensation. The user instructions that accompany rt380 circuit state the following: "check breathing circuits for condensation every 6 hours and drain if required." "When nebulized drugs are used resistance to flow should be monitored and the filter replaced, following standard hospital procedure." No patient consequence was reported as a result of this incident.